Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional procedure, the user report a plane fluoro was not working and the system was totally down. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a component error. The investigation was performed considering complaint description, cs reports, system history and system log files. The customer service engineer examined the log files to locate the problem. These entries showed different x-ray tube focal failures, which indicate the high voltage (hv) cable in plane a had an issue. Plane b of the system was working without limitation. During a detailed investigation, the cse found a non-functional pin at the hv cable in plane a. After the pin was cleaned the system worked as intended. In the opinion of the technical expert, the most probable cause is residue of an old silicon oil between the hv cable and adapter. A systematic error was not detected. Therefore, no field corrective action necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.